Event description:
The scrub tech stated that after reloading the stapler, it would not approximate correctly; they did not continue to use it.reloaded out and away from the patient. No harm to the patient.